Event description:
Device malfunction-none. Symptoms ae-garbled speech, left side hemiparesis, dysphagia. Time of symptoms ae - post procedure. It was reported that the pt underwent a right internal carotid artery, and a common carotid artery angiography and angioplasty with stenting procedure for an 80% lesion. Post operatively, the pt developed neurological symptoms with increase in nihss. Physician impression indicated a right hemispheric cerebral infarction involving the temporal parietal and to a lesser extent, the occipital lobes. In 2006, the pt underwent percutaneous endoscopic gastrostomy tube placement without complications. Two days later,the patient was transferred to a skilled nursing facility. His condition is reported to be improving. No additional information is available.

Manufacturer narrative:
The lot history record was reviewed. There are no non-conforming material reports associated with this lot number.